Event description:
Received an implant card which indicated that the pt's lead was replaced due to lead discontinuity. The pt's generator was not removed. Attempts to obtain add'l info from the site have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.